Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation, and the patient experienced coronary sinus dissection which required prolonged hospitalization. First, it was reported that the smartablate® generator displayed a "high temperature error," and it would immediately cut-off ablation. The temperature cut-off was set to 40 degrees. The cable was replaced without resolution. The thermocool smarttouch® sf catheter was replaced, and the issue persisted. The thermocool smarttouch® sf catheter was replaced once again, and the issue persisted. The procedure was aborted. In the physician's opinion, the cancelation of the procedure contributed to a serious injury as the coronary sinus (cs) was dissected, which was confirmed on x-ray. There was no patient death. The event occurred during mapping of the cs, they were in and out of the cs multiple times to burn summit premature ventricular contraction (pvc). The patient was kept overnight to be monitored, and no intervention was required. The patient was under local anesthesia for about 3 hours. No transseptal puncture was performed. The high temperature issue is not MDR reportable. With the current information available, it is unclear if every thermocool smarttouch® sf catheter was inside the coronary sinus; however, it was stated that they were in and out of the coronary sinus and that they changed the catheter multiple times. Follow up is being conducted to confirm.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation, and the patient experienced coronary sinus dissection which required prolonged hospitalization. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. An irrigation test, temperature and impedance test were performed, and no issues were observed. A manufacturing record evaluation was performed for the finished device 31474047l number, and no internal actions related to the reported complaint condition were identified. The high temperature issue reported could not be replicated; therefore, it was not confirmed. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-jan-2025, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 16-jan-2025, additional information was received, and it was indicated that the first two thermocool stsf were in the coronary sinus (cs). They are the catheters with the same lot number (31474047l). They were both used to map as well. The third catheter (lot 31474121l) never made it in the cs. . As such, the third catheter which was reported under 2029046-2025-00038, is no longer considered MDR reportable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).